Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 03/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2015 with the following findings: the pump powered on with the retuned battery cap and was able to be fully tightened. The battery compartment was found to be cracked below the grip pad. The black box showed evidence of a partially discharged battery being installed on 01/25/2015. The current draws were within specifications. No "battery life" issues were duplicated during the investigation. The pump case was removed for further investigation and no evidence of moisture or loose components were found inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that frequent low battery alarms had occurred with 3 separate batteries out of at least 2 separate packs. Reportedly, there was no damage to the battery cap or compartment and no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.